Event description:
It was reported that the patient experienced a backup battery fault alarm which caused anxiety in the patient. A new backup system controller with low flow software was issued. Log files were submitted for review. The log file began capturing emergency backup battery (ebb) faults on (B)(6) 2026 due to the ebb failing the load test. There were no other unusual events recorded in the log file event history. It was later reported that the system controller exchange resolved the issue.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files; however, it was not reproduced during testing. The log file captured backup battery fault alarms due to the backup battery not passing its load test beginning from (B)(6) 2026. These alarms remained active until the end of the data capture. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The system controller, serial number (B)(6), was returned for analysis and passed all functional testing. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. No alarms were reproduced during testing. Available information provided that the patient experienced anxiety due to the alarms, and the issue resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported through medwatch report mw5182811 that the patient experienced backup battery fault alarm. The system controller was exchanged, and it was noted that the left ventricular assist device was temporarily off during that time.